Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was float object in the cassette, and the color turned to be brown. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
One unit was received for evaluation in used condition. As received, there were floating masses inside of the cassette bag filled with medication. No other damages or anomalies were observed. The floating masses inside of the bag were isolated and incubated onto multiple growth plates to identify a potential biological contaminant. The results show that no growth was observed originating from the matter found inside of the bag. The complaint of particulate matter can be confirmed. The probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.